Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the customer was experiencing high blood glucose over 580 mg/dl. Customer treated with a manual injection and it got down to 170 mg/dl. Then later his blood glucose went up to 257 mg/dl, treated with a bolus. Troubleshooting was performed and no anomalies were noted on the device, it passed the high pressure test. Customer was advised to monitor the device and if issues continue to please call back. The device is not returning for analysis.